Event description:
It was reported that leakage occurred during use with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter, "we have received feedback from user, dept of pathology and laboratory medicine x 4 incidents & children emergency clinic x 2 incidents, regarding product defect issue above mentioned item - item is leakage incident) more details please refer to the attached photo. Total there are- 4 incidents of the of specimen leakage from 1ml edta microtainer for full blood count. An edta tube for full blood count test and 5 sodium citrate tubes for pt 50, factor 2 assay, factor ix, factor x, factor vii tests were received from ward on 2/1/20 at 1652 hours. The cap of the edta tube was displaced and the blood leaked into the biohazard bag. Additional questions from customer: (1) request to provide investigation and let us know the outcome by 17 feb 2020. (2) is there any change in the material of manufacturer process. Feb-25: customer shared that their staff found the leaked tube cap was either completely separated from the tube or loosely attached on the tube in the specimen bag. They did not find any abnormalities on the caps based the recent leakage incidents." 12 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for decapping and tnt leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to decapping and tnt leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9213349, medical device expiration date: 2021-01-31, device manufacture date: 2019-08-01. Medical device lot #: 9162836, medical device expiration date: 2020-11-30, device manufacture date: 2019-06-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter, "we have received feedback from user, dept of pathology and laboratory medicine x 4 incidents & children emergency clinic x 2 incidents, regarding product defect issue above mentioned item - item is leakage incident) more details please refer to the attached photo. Total there are- 4 incidents of the of specimen leakage from 1 ml edta microtainer for full blood count. An edta tube for full blood count test and 5 sodium citrate tubes for pt 50, factor 2 assay, factor ix, factor x, factor vii tests were received from ward on 2/1/20 at 1652 hours. The cap of the edta tube was displaced and the blood leaked into the biohazard bag. Additional questions from customer: request to provide investigation and let us know the outcome by 17 feb 2020. Is there any change in the material of manufacturer process (B)(6): customer shared that their staff found the leaked tube cap was either completely separated from the tube or loosely attached on the tube in the specimen bag. They did not find any abnormalities on the caps based the recent leakage incidents." 12 occurrences were reported.

Event description:
It was reported that leakage occurred during use with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter, "we have received feedback from user, dept of pathology and laboratory medicine x 4 incidents & children emergency clinic x 2 incidents, regarding product defect issue above mentioned item - item is leakage incident) more details please refer to the attached photo.

Manufacturer narrative:
The change is the following: date received by manufacturer: 2020-02-11.